Manufacturer narrative:
Clinical symptoms (ischemia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms (fever, pericardial effusion): the cause of the injury was not determined due to insufficient clinical details. Pump suction: the pump was not returned for investigation. Data log showed suction alarms throughout the case run, with a fluctuating placement signal trend. There was a decreasing pump flow trend in the early days while running on a steady p-level. No positioning issues or motor current spikes were reported in the field run data log. As per the clinical details, the patient was unable to go to higher p-levels without experiencing suction events. The cause of the suction issue was not determined without returned product investigation and sufficient clinical details. The pump (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient developed an effusion and required an emergency pericardial tap. A total of 300 cc was drained. Following removal of the fluid, the patient¿s pressures stabilized and heart rate improved. Prior to the tap, the patient was receiving levo, vaso, and at-ii; all vasoactive medications were able to be discontinued afterward. Overall, the patient is reported to be looking improved. It was reported that the patient had fever and started antibiotics. And it was also noticed that still not moving lower extremities after the surgeries. It was also reported that the patient was unable to go up to p-7 due to suction.